Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that the audible alarm of a mr850 respiratory humidifier was distorted. There was no reported patient involvement.